Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose was "high". Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.